Manufacturer narrative:
G4: this device is not distributed in the USA; therefore, the PMA/510(k) number is not applicable. Pentax medical apac performed a good faith effort to gather additional information regarding this event and responded to the questions below via email on october 29, 2024. Q1: was the examination completed using an alternative endoscope? A: yes. Q2: was there any harm to the patient? A: no. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
During use, the user found that the image lost its color and became black and white which affected use, reported it to equipment section for repair. Harm performance: delay the use. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Correction information: b4: date of this report. D9: is this device available for evaluation? G6: follow-up #: 1. H2: if follow-up, what type? H3: device evaluated by manufacturer. H6: adverse event problem. Additional information: d8: was this device ever serviced by a third party? Evaluation summary: event that occurred is video image failure. The pentax engineer checked with hospital staff. The defect was found during pre-use check. No harm was caused to the patient. The examination was completed with a backup device. The ccd failure resulted in loss of image color, rendering a black and white image. Based on the investigation, a potential root cause of this failure is the ccd failure resulted in loss of image color, rendering a black and white image. The device was repaired by the third party and returned to the hospital. Arrangements have been made for the distributor's engineer to visit the hospital to confirm that the endoscope is now in normal use, to retrain customers in the correct use of endoscopes and reprocessing processes, and to advise customers to choice pentax factory for repair. The device was repaired by the third party and returned to the hospital. There is no significant increase in repair complaints for this failure mode/hazard, and no increasing trend. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 11-oct-2017 under normal conditions, passed all required inspections and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 02-apr-2018. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.